Event description:
Procedure included placement of intracoronary taxus stent across critical ramus graft stenosis with distal protection the next day, (30 hours post stenting) pt returned to cardiac cath lab for successful thrombectomy, balloon angioplasty and placement of additional stent across an acutely thrombosed stent. On the fourth day after the original procedure, pt was stable for discharge to home. Pt was ambulating hallways without difficulty and remained free of symptoms.